Event description:
It was reported there was an infected pain pump pocket with wound dehiscence. Upon examination/palpation on (B)(6) 2013, it was noted there was an open surgical incision. The etiology was it is possibly related to the implant procedure. The severity was mild. The device was explanted. The outcome was resolved without sequelae. The pump was delivering sufenta, bupivicaine and clonidine.

Manufacturer narrative:
Product ID: 8590-1, lot# n089849, implanted: (B)(6) 2007, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).